Event description:
Customer called to report a hospitalization due to high blood glucose. Customer stated that the insulin pump stopped delivering insulin and he was hospitalized. The current blood glucose reading is 327 mg/dl. Customer was nauseated. Treated high with manual injection. The blood glucose reading during the event was over 500 mg/dl. Customer was vomiting uncontrollably. Customer declined to troubleshoot the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.